Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued h.6. Health effect- impact code: f2203.

Event description:
Healthcare professional reported "rupture of the right implant". The device has been explanted.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d1, d2, d4, d6a, g2, g4, h4, h6.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted and replaced with non-abbvie device.